Manufacturer narrative:
(B)(4). Concomitant medical products: the patient's medications include; omeprazole, furosemide, lantus and humalog kwikpen (insulin). (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment a thoracic aortic aneurysm with a conformable gore&#59412;tag&#59412;thoracic endoprosthesis. It was reported the device was advanced through a 24 fr gore&#59396;dryseal sheath with hydrophilic coating into the descending thoracic aorta with the distal end of the device positioned just proximal to the celiac artery. Reportedly, the device was implanted without issue. During withdrawal of the delivery catheter, notable resistance was reportedly met, and the leading olive became caught on the leading edge of the introducer sheath. It was reported the catheter was forcibly removed, at which time the leading olive became separated from the delivery catheter and remained within the sheath. Under fluoroscopy, a 7 mm pta balloon catheter was advanced past the leading olive within the sheath. The physician attempted to balloon the olive against the sheath wall. However, the balloon catheter reportedly pushed the olive more proximal. Reportedly, after several attempts the physician was able to position the balloon catheter against the olive, and remove the balloon catheter, leading olive and sheath together from the patient. The procedure concluded without any further complications, and the patient tolerated the procedure. Reportedly, the cause of the leading olive separation was the retraction of the catheter against resistance.